Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up. R-wave amp variation due to a dislodgment was noted on the right ventricular (rv) lead. The lead was capped and replaced to resolve the event. The patient was stable.